Event description:
It was reported that after the lead was implanted a pericardial effusion was found. On (B)(6) during a re-do procedure, the physician retracked the helix and released the lead. Physician placed the lead at right ventricular septal and extended helix while psa (patient analysis system) test data was not ideal, high pacing threshold was noted. The physician retracked the helix and managed to place the lead to the rv (right ventricular) septal with good test data but failed. After few attempts to retract the helix, the helix was not able to retrack back lead tip with click noise when clipper rotate counterclockwise to retack helix. No signal on rv (right ventricular) was noted and lead fracture was suspected. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was extended and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of unacceptable capture, fracture and failure to sense were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. An internal short was found due to the over torqued inner coil in the connector region consistent with damage occurring at the time of procedure. The tip stiffness test was performed, and all results were within specifications.